Manufacturer narrative:
(B)(4). A review of the product release records was performed and found the lot passed all acceptance criteria. No sample was returned for evaluation or photo provided. Based on the available information, the complaint could not be confirmed and no cause identified. Teleflex will continue to monitor and trend for future reports of this nature.

Event description:
The paramedic inserted a 45 mm ezio needle into the tibia, but could not unscrew the stylet from the hub of the needle. Another needle was inserted into the opposite tibia to get access. The patient is deceased.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The paramedic inserted a 45 mm ezio needle into the tibia, but could not unscrew the stylet from the hub of the needle. Another needle was inserted into the opposite tibia to get access. The patient is deceased.